Event description:
It was reported the patient fell down and experienced stimulation in other body parts. There had been stimulation at the device pocket. The patient fell down on the battery and then felt a sudden jolt and was concerned about the system being broken. The stimulation had returned to normal and things were working normal by the afternoon of the day of the report. No actions were required as a result of the event. The stimulator was not the cause of the fall and the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).